Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that insulin was leaking on the outside of the infusion set headset's connection connector piece. No adverse event was reported. The infusion set was requested to be returned for product evaluation.